Event description:
I used fixodent from 2001 until now. I started having problem in 2002. Abdominal pains and blood in my stool. I am still going to the doctor for it now. Dose or amount: denture cream. Frequency: once daily. Route: oral.